Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt's trial scs leads were removed due to possible infection at the scs lead incision site. Prior to the removal of the scs leads, the pt was receiving adequate stimulation. There is no add'l info at this time.